Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that patient in the operating room, intubation reserved stortz due to the patient's significant obesity. At the time of intubation, it was noticed that the device was not receiving an image. Several blades were tried and checked that the wire was properly attached to the tongue and the pins were ok. It was noticed that no light was coming into the lead section at all. When connecting, the image flashed quickly on the monitor, but despite attempts, it could not be displayed for a long time. The device was taken to the organizer after the incident, and then the operation was normal. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).